Manufacturer narrative:
Wieght, ethnicity, race: unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -9.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown.